Event description:
It was reported that during a subpectoral biceps tenodesis, as the surgeon drilled through the drill guide, the surgeon was unable to pull the drill out of the guide. The case was completed by using a new kit. Image provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint could not be confirmed. Visual evaluation of customer photos of the device identified that the drill had been damaged. However, without the return of the device, functional testing to determine if the drill was stuck cannot be performed. The most likely cause for the reported failure can be attributed to user error of the device due to the device being damaged.